Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had a high blood glucose (bg) event and a low bg event. The high bg event resulted in a diabetic coma, and the cause of the coma could not be determined. The low bg event also resulted in a diabetic coma. The patient passed away due to the diabetic coma. The patient is the only one affected, and the events occurred at home. The bg values at the time of the events are unknown. The specific area of insertion for the insulin pump system components is not provided. The deceased patient received treatment for high and low bg events, but specific details are not provided. The events occurred on 10-apr-2024. There is no information provided about any other health issues or treatments. The patient was found unresponsive in the morning during both events. The patient was not transported to the hospital during the events. The duration of product use is not specified. The lot numbers and expiry dates of the insulin pump system components are not provided. The patient's mother provided additional information about the events and the insulin pump system components used. However, she did not have all the necessary information to provide more details. No further information available.